Manufacturer narrative:
The reported device was not sent back to mircoline inc, for a product investigation. Unable to confirm complaint.

Event description:
During a surgical cholecystectomy, the surgeon attempted to fire a clip on the duct canal and the clip would not close. The clip fell into the body of the patient, and was retrieved by the surgeon. The procedure and anesthesia time was extended for 5 minutes. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually inspected. Physical damages were observed to the jaws of the device. Investigation findings revealed the customer complaint was confirmed. During visual inspection, it was noticed that the jaws were misaligned when fully closed. The jaws have been compromised. This is a result of excessive force applied to the jaws, causing a misalignment. When tested for functionality the clip applier did not hold the clips. This is an indication that the jaw width has expanded further the than its designed intent. For final inspection requirements, all jaws are 100% inspected.